Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system no longer provided adequate pain relief to their satisfaction. As a result, surgical intervention was scheduled as the next course of action.

Event description:
Follow-up identified the entire scs system was explanted to address the issue.